Event description:
Caller reported a tandem mobi cartridge alarm, which caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value displayed as "high." The customer administered a correction injection using multiple daily injections (mdi) to address the high blood glucose and did not require assistance from a third party. Tandem technical support confirmed the cartridge alarm, decided to replace the pump, and advised the customer on steps to take upon receiving the replacement, including using updated software and returning the problematic pump to tandem. The customer understood and acknowledged the instructions provided.